Manufacturer narrative:
Device evaluation completed on march 15, 2024. The product was returned to mentor for evaluation. Mentor then conducted visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample determined that the sm mpp gel 525cc breast implant was found to be ruptured. Additionally, the implant was received incomplete. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in an area of the tear on the anterior aspect, measuring approximately 1.0 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on march 01, 2024 indicated that the patient experienced bilateral capsular contracture unknown grade, and symptomatic ruptures. As a result, patient underwent bilateral capsulectomy, inferior capsulorrhaphy and bilateral replacements with two unspecified mentor silicone implants. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: silent rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent a breast augmentation revision with a mentor memorygel, 525cc silicone breast implant experienced bilateral silent rupture postoperative. The MRI, and ultrasound examination confirmed the rapture. As a result, patient schedules for bilateral removal on (B)(6) 2024. This report relates to the left side.

Manufacturer narrative:
Per additional information received on march 13, 2024, the patient replacement devices are as follow: r) ref: (B)(4); lot-sn: (B)(6), and l) ref: (B)(4); lot-sn (B)(6). Manufacturer¿s reference number: (B)(4).